Event description:
It was reported that during a procedure, the disc had a hole in it. They got a new one to complete the procedure. There was no pt impact. Device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.